Event description:
It was reported that 2 syringe 20ml ll s/c 50 had foreign matter before use. The following was reported by the initial reporter: "it was reported these syringes had small pieces of plastic in them. Verbatim:"hello, we have received a quality complaint on product sold to our customer. Please, respond accordingly with the RMA number, if necessary, and the disposition of the customer's concern. Please contact the customer and cc me on any future communication. Injuries or adverse event: no. Medline reference: (B)(4). Item: 303310. Quantity affected: 2 boxes. Lot number: 0098739. Po #: (B)(4). Are any samples available for return? Yes. Reported issue: quarantine bd 20ml ll syringes (lot# 0098739 and exp. 4/30/2025) a different site came across a few of these syringes that had small pieces of plastic in them"".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-12. H6: investigation summary: 185 physical samples are received which were sent to the quality control laboratory for visual inspection, the test carried out includes, loose foreign matter in fluid path, and absence of dust, fibers, hair, grease, insects, metals, etc., in the fluid path. During the visual inspection of samples received, it was identified 8 pieces with plastic particles inside of fluid path, therefore the customer defect reported is confirmed. Possible root cause, these particles can be generated during the cylinder molding stage and can accumulate in the cylinder transfer bowl, corrective action include improvement activities will be implemented in all production lines to avoid the accumulation and contamination of the product with these particles. The batch reported in this complaint was manufactured prior to the closing of the activities. During the documentary review, no quality events records were found during the batch manufacture, the batch was inspected and later released in accordance with the valid work instruction. H3 other text : see h10.

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that 2 syringe 20ml ll s/c 50 had foreign matter before use. The following was reported by the initial reporter: "it was reported these syringes had small pieces of plastic in them. Verbatim:"hello, we have received a quality complaint on product sold to our customer. Please, respond accordingly with the RMA number, if necessary, and the disposition of the customer's concern. Please contact the customer and cc me on any future communication. Injuries or adverse event: no. Medline reference: (B)(4), item: 303310, quantity affected: (B)(4) boxes, lot number: 0098739, po #: (B)(4). Are any samples available for return? Yes. Reported issue: quarantine bd 20ml ll syringes (lot# 0098739 and exp. 4/30/2025) a different site came across a few of these syringes that had small pieces of plastic in them.""